Event description:
It was reported that an unspecified malfunction alarm occurred. Additionally, it was reported that the customer received a continuous glucose monitor error 42. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy. Customer's blood glucose was 400 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.